Event description:
The customer reported receiving inaccurate readings of 358 mg/dl and 82 mg/dl within 10 mins in the morning. Later that evening, the customer experienced dizziness and increase thirst. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of treatment or third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is a final report. The customer returned meter (B) (4). The meter has been tested with an approved strip lot 0833212. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were found in the internal memory log of the meter and were taken in 10 mins.